Event description:
Customer reported the panorama central station displayed an orange screen and rebooted, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's disclosure hard drive and cooler assembly. System was calibrated and safety tested to factory's specifications.